Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-mar-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 24-30 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.